Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that an acute stent thrombosis occurred. A synergy¿ stent was implanted; however, stent thrombosis occurred within 30 minutes after placement. The procedure was completed with this device. No further patient complications were reported.